Event description:
It was reported that the ventilator stopped ventilating while on a pt during transport. When the flight team noticed the ventilator was not delivering pressures, they started to manually ventilate the pt. Per the flight team, there were no alarms noted. No pt harm reported.

Manufacturer narrative:
Na